Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient used an expired sensor, which is off-label usage of the device.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Bin file analysis was performed and was unable to determine the activation date. There was no data log available for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that unspecified malfunction occurred with the dexcom cgm. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient stated an issue occurred with their tandem insulin pump and on the dexcom cgm. The patient temporarily lost consciousness and required assistance from emergency medical services (ems). The patient was treated with IV glucose. During the time of the event, the patient could not recall what the error message was that was displaying on the cgm. At the time of the report the following day, the patient was feeling okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.